Event description:
It was reported that the patient presented to the hospital experiencing shortness of breath. Pulse generator interrogation found the device to be in backup vvi. The patient was last seen in 2008, at which time battery data was 2.71 v with an estimated remaining longevity of 0.75 years. The pulse generator was replaced.

Manufacturer narrative:
Na